Event description:
It was reported that the patient underwent a c5/6 and c6/7 anterior cervical disectomy at the oxford radcliffe hospital in 2004. In 2005, it was noted the scar was healing well, but there was blue pigmentation which it was suspected came from the sutures. In three months later, at a further examination, it was noted that there was still "tattooing" of her scar. The consultant neurosurgeon confirmed the discoloration. At this time it was believed that the reason for the scar was the dyed vicryl sutures that had been absorbed and had stained the scar blue. The claimant elected for revision surgery of the neck scar which took place on approx two and a half months later at the radcliffe infirmary. There were specks of staining, which the consultant neurosurgeon suspected was absorbed vicryl suture in the subcutaneous tissue as well as the stained part of the scar. This area was dissected down and was closed using un-dyed vicryl subcutaneously and sterile strips to the skin. No additional information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.